Manufacturer narrative:
(B)(4). The lot of the suspect device was not identified, therefore the manufacturer cannot determine the suspect device. The lots that were used are part# lot 0119946w, expiration date 10/13/2018; lot 0120951w, expiration date 10/21/2018; lot 0126230w, expiration date 11/15/2018. Lot 0126281w, expiration date 11/16/2018. These parts are not approved for use in the united states; however a like device catalog # 7540120, 510k # k052187 was cleared in the united states. The manufacture date for lot 0119946w is 10/20/2010; the manufacture date for lot 10/13/2018 is 10/29/2010; the manufacture date for lot 0126230w is 11/22/2010; the manufacture date for lot 0126281w is 11/22/2010. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a spinal fixation procedure after trauma. The fixation set screw(s) loosening was observed on the follow up image.